Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. Additional information obtained from the field representative indicates that there was no capture on the lead. A new lv lead was replaced. This lv lead was surgically abandoned. No additional adverse patient effects were reported.